Manufacturer narrative:
H10: manufacturing review: the lot number was provided, and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: one valeo balloon expandable stent delivery system and stent were returned for evaluation. The device appeared to be bloody. The visual inspection noted that the stent was returned loose on the balloon and dislodged distally. The balloon was examined under magnification and crimp marks were visible on the balloon. Functional testing was unable to be performed due to the condition of the device. Therefore, the investigation is confirmed for dislodgement of the stent. The definitive root cause for the identified dislodged stent could not be determined based upon available information. It is unknown whether procedural issues involving the user's sheath contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4(expiry date: 10/2020), g4. H11: h3, h6(results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during treatment of the iliac artery, the stent graft allegedly dislodged from the delivery system while being inserted through the introducer sheath. It was further reported that another stent graft was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 10/2020).

Event description:
It was reported that during treatment of the iliac artery, the stent graft allegedly dislodged from the delivery system while being inserted through the introducer sheath. It was further reported that another stent graft was used to complete the procedure. There was no reported patient injury.